Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is hm chrome contamination. A siemens healthcare diagnostics technical service center representative directed the customer to perform appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A repeat of the same sample was run and a negative result was obtained. It is unknown if patient treatment was altered on the basis of the elevated result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.